Manufacturer narrative:
H.6. Investigation summary. Material #: 368774; lot/batch #: 230304. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing for troponin t values and thrombin strength (titer), and no issues were observed relating to erroneous results as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum had elevated troponin results. Patient 2 of 2. The following information was provided by the initial reporter. The customer stated: new cases of discrepant troponin t hs readings have occurred: patient b: 1st value from original tube: 29.4 ng/l; measurement from aliquot, after repeated centrifugation: 13.7 ng/l. New blood sample from original tube: 13.8 ng/l.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum had elevated troponin results. The following information was provided by the initial reporter. The customer stated: new cases of discrepant troponin t hs readings have occurred: patient a: 1st value: 35 ng/l; measurement from aliquot, after repeated centrifugation: 13.4 ng/l, new blood sample from original tube: 13.8 ng/l.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.